Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they tried to rewind and prime insulin pump but the insulin pump was squirt out insulin and not noticing the reservoir. The customer¿s blood glucose level was 173 mg/dl at the time of the incident. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer was performed displacement test and it was passed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prim/fill anomalies due to motor error alarm.